Event description:
During alignment of nexframe if was noticed that the trajectory had shifted. The tower was noted to be loose. On inspection it was noted that the left anterior screw had sheared off. Tower was removed and broken screw cut off leaving tip in patient. Tower was reattached using rescue screw and procedure completed without incident. No injury to patient reported.